Event description:
It was reported that, patient complains of numbness, pain and difficulty lying down since surgery. Patient unable to bear weight on the right hip.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.